Event description:
It was reported the implant was on the left side buttock and caused ¿significant¿ pain, such that it was reseated in the right buttock. It was unknown if the lead was removed, replaced, or retained. It was stated the stimulator ¿killed the nerves¿ and the patient then suffered from phantom pain at the first pocket site. The patient was under the care of pain specialists. About two weeks later, it was unknown if any diagnostics or interventions were performed. The outcome was also unknown. The reporter was not aware of any malfunctions. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# unknown, product type: lead. (B)(4).